Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to a laboratory result and compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue first began on (B)(6) 2019, 11:28am. She obtained an alleged result of 356mg/dl using the subject device which she compared to a laboratory result of 167mg/dl performed between 10 and 30 minutes apart. The patient stated that she manages her diabetes with a combination of medications including ¿metformin, 2 in the morning and 2 at night and 60 units of insulin¿. She reported making no change to her usual diabetes management routine in response to the alleged product issue. She stated that on (B)(6) 2019, at an unspecified time after the alleged product issue began, she developed symptoms of ¿severe headache, shaking and sweating¿. The patient reported that she was rushed to hospital and was treated by an hcp with ¿2 tylenol and 2 motrin¿. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used and that they used the correct testing steps and there was no intervention with food or medication between obtaining each result. The patient did not have control solution to perform a test. The test strips were stored correctly and had not expired. The test strip vial was neither cracked nor broken. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high result obtained with the subject meter.